Manufacturer narrative:
Conclusion: this device has been returned and is pending an investigation. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00183.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00183. Device discarded by hospital.

Event description:
Patient was undergoing treatment for dural arteriovenous fistula with penumbra coil 400. The coil was advanced with px400 microcatheter from the right femoral vein to the left sigmoid sinus through the right jugular vein, to the right sigmoid sinus and finally to the right sinus transversus. The coil was then advanced; however, the distal tip of the catheter was sprung, so the coil was brought back. The physician replaced the px40045 microcatheter with a px400str microcatheter and tried the approach again. During this procedure the coil could not move. The physician then believed the coil was detached. He attempted to pull out the rest of the coil, about 20 cm, but could not because the coil was stuck inside the px400str microcatheter. Only the pusher came back, and the coil remained inside the guide catheter. A renegade microcatheter and soutenir foreign object removal device were inserted into the guide catheter. The coil was captured inside the guide catheter, and removed from the body. The coil was unraveled when removed. The operation was then completed successfully after removal with nine other penumbra coils. Physician's comment: the event was attributed to the fact that such a long coil was placed into a tight spot while the catheter was being pushed.